Event description:
It was further reported that the ra lead was reprogrammed. It was noted that ra lead may have been damaged by a prior ablation procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2002.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the right atrial (ra) lead had events falling within blanking/refractory periods, potentially leading to false termination of atrial tachycardia/atrial fibrillation events due to atrial under/over sensing. There were instances of inappropriate atrial pacing and a high atrial threshold. The patient experienced electrical charges and strange shock-like sensations from the implantable pulse generator (ipg). It was noted there as noise on the ra lead and was potentially causing stimulation around the skin. No further patient complications have been reported as a result of this event..